Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade iii".

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against left device. The device remains implanted.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." Healthcare professional later reported "rupture." Healthcare professional observed rupture during surgery. An anterior capsulotomy was performed until soft. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as fold flaw opening and missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional, later reported, left side "rupture".

Event description:
Physician observed rupture during surgery. An anterior capsulotomy was performed until soft.

Manufacturer narrative:
Additional and/or changed data: a2 a6 b5 b6 d9 h3 h6.

Event description:
The device has been explanted and replaced.